Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08730 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. No cannot find signal alarm during testing. Pump programmed with sg and bg value and all registered properly in the summary history noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4) event date of 24-dec-2025/related svn# (B)(4) event date of 24-dec-2025, there are no unexpected alarms/suspends recorded in the formatted history file. No over delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.5 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Customer alleged unable to confirmed for differences between sg and bg values. Customer alleged not confirmed for loss of communication between insulin pump and transmitter and received cannot find signal alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer also reported that the insulin pump was over-delivering the insulin. The customer's blood glucose value at the time of the event was 45 mg/dl. The customer experienced symptoms of sweating and confusion during the event. The customer was treated with carbohydrate intake. The event involved product(s) mmt-7040a, mmt-1884l, mmt-342, mmt-442ak. Troubleshooting was performed. The blood glucose value was 45 mg/dl and sensor glucose value was 53 mg/dl at the time of event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was performed for a low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. Mmt-342 was requested and the customer response was that the device will be returned. Mmt-442ak was requested and the customer response was that the device will be returned.